Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a pump stop was recorded in the system controller log file. The vad coordinator returned the system controller to the MFR for eval. The pt remains ongoing.